Event description:
Reporter alleged obtaining a discrepant blood glucose result of 215 mg/dl back to back with a result of 98 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he was feeling hypoglycemic symptoms during the time of testing and self-treated with orange juice. No other actions were reported taken nor treatment received. No adverse event reported. A request was made for the return of the affected product.